Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a very low sensor reading when her blood glucose was not low. Customer's blood glucose was 129 mg/dl. Customer stated that the pump would then try to suspend. Customer stated that she had 2 sensors that did not work properly. Customer declined troubleshooting at this time. Customer will be sent replacement sensors.